Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, he had a dexcom reading of 340 mg/dl. He reported feeling hyperglycemic during this time but did not take any medications. The following day, (B)(6) 2025, he recalled seeing a "high" alert on his dexcom. At the same time, he noticed an error message on his tandem tslim pump that read "insulin full block." Shortly after, he remembered waking up in the hospital. The patient was unsure who called 911. But recalled that the paramedics injected him with intravenous (IV) fluids. The patient was unable to recall what type of fluid was administered because he was dazed and confused while he was being brought to the hospital by the paramedics. Upon arrival he was taken to the emergency room (ER) first and then was eventually transferred to a hospital room. A nurse checked his bg with a fingerstick, and it was 930 mg/dl. While in the hospital, he was administered lantus insulin at night and lispro via injection in the abdomen, both given by a nurse. He was not prescribed any take home medications and was discharged on (B)(6) 2025. At the time of the report, the patient was feeling okay. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.